Manufacturer narrative:
The device evaluation is completed by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. It is likely that the suggested event occurred by the following. The user was not aware of time for replacement of acecide. The user did not confirm content of instructions for use thoroughly. The instructions for use includes the following statements on replacing disinfectant. Setting counter would prevent the event. 6.4 setting the disinfectant solution counter. Note on the disinfectant solution counter function.

Manufacturer narrative:
This supplemental report is being submitted to provide information of the associated medwatches submitted for this event. Details of the olympus scopes reprocessed in the oer-pro with expired disinfectant and used in six procedures were not provided by the customer. The six procedures have been captured in medwatches with patient identifiers as follows: patient identifier (B)(6), scope 1, event (B)(6) 2021, procedure 1. Patient identifier (B)(6), scope 2, event (B)(6) 2021, procedure 2. Patient identifier (B)(6), scope 3, event (B)(6) 2021, procedure 3. Patient identifier (B)(6), scope 1, event (B)(6) 2021, procedure 4. Patient identifier (B)(6), scope 2, event (B)(6) 2021, procedure 5. Patient identifier (B)(6), scope 3, event (B)(6) 2021, procedure 6. Customer will not provide patient information. There is no harm or adverse impact to any patient. All procedures were completed in a timely manner with no issues. The scopes will not be returned since there was no device malfunction.

Event description:
As reported for this event by the customer, the disinfectant of the device was not drained and changed with new disinfectant bottles as the reprocessing technician was not available. Inadvertently three scopes were reprocessed with the device and expired disinfectant and then used in procedures. The same three scopes were then reprocessed again in the device with expired disinfectant and used in three other procedures the next day. Acecide-c test strips were not used to test the efficacy. There is no harm reported to any patient.

Manufacturer narrative:
Due diligence has been executed for this event. Customer will provide more details about the scopes reprocessed with expired disinfectant and used in procedures. The device disinfectant has since been changed and scopes are reprocessed correctly per instructions for use. The device is not available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.